Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Model (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2006 (B)(6); model 5076 implantable pacing lead implanted 2006 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) along with small r waves. The lead remains in use. No patient complications have been reported as a result of this event.